Event description:
It was report to boston scientific corporation in 2008, that an endovive safety peg kit pull method device was placed on the day before. According to the complainant, the snare loop detached from the device and fell into the patient's stomach. Reportedly, a clamp (product is unk) was used to remove the snare loop. The procedure was successfully completed with the subject device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.